Event description:
The report received from the affiliate indicated that during an endovascular procedure, the distal tip of the 300 cm. Pgw sv short st guidewire fractured/was broken while across the distal peroneal artery target lesion. Three (3) mm. Of the guidewire remained in the lesion. An attempt to retrieve the separated piece via snare was not successful. The fractured/separated distal tip was not retrieved and was left in the patient. The status of the patient was unknown. The product was not re-sterilized. The guidewire was not removed from the dispenser by the distal end. The guidewire was not noted to be kinked or bent prior to insertion into the patient. The guidewire was re-shaped by the physician using a needle. The guidewire was used for another lesion during the procedure prior to the reported event. The target lesion was reported to be: a 95% stenosis, a chronic total occlusion (cto), heavily calcified, not tortuous, and not bifurcating. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to cross the lesion. A 2.0 mm. Savvy balloon catheter was used for support. There was some resistance/friction noted between the two devices (savvy balloon catheter and the guidewire) during withdrawal into the balloon catheter. The guidewire distal tip was visible on fluoro throughout the procedure. There was some reported difficulty advancing/tracking the guidewire through the vessel or lesion. The torque response for the guidewire was reported to be less than normal.

Manufacturer narrative:
The report received from the affiliate indicated that during treatment of a heavily calcified, chronic total occlusion of the peroneal artery, there was resistance/friction between the pgw .018 sv short guidewire and the savvy balloon catheter, and the distal tip of the guidewire separated. Approximately 3 mm of the guidewire remained in the lesion and was not removed. The guidewire was not noted to be kinked or bent prior to insertion into the patient, but had been re-shaped by the physician using a needle. The guidewire had been used in another lesion during the same procedure. The wire had become caught in the lesion, repeatedly prolapsed, and was torqued against resistance. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to cross the lesion. A 2.0 mm. Savvy balloon catheter was used for support. There was some resistance/friction noted between the savvy balloon and the guidewire during withdrawal of the guidewire into the balloon catheter. The current status of the patient was unknown. (B)(4): a non-sterile unit of pgw .018 sv short 300cm st was received inside of a plastic bag. Torque device and guide wire were received, a stretched condition was observed on coil wire at distal tip end. The guide wire was inspected under vision system and a stretched condition was observed on coil wire from distal tip and two fractures were observed: on coil wire and core wire at distal tip section. A sem analysis was required in order to determine the cause of fractures and the results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also in the core wire it was found twist / torsion condition per pattern exhibited at transversal area of the fracture. Cutting, as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. There is no evidence of tool marks in the analysis. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿distal tip/fractured-separated/in patient¿ was confirmed due to the device condition received. Based on the information provided, procedural factors may have contributed to the event as reported. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. The records indicated that the product met specification prior to shipment, and the device did not present any obvious indications of manufacturing defect or anomaly. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Concomitant products: savvy 2.0 mm. Balloon catheter; unknown snare device. The guidewire did not kink during use and was not advanced through the struts of any existing stent. The guidewire distal tip was noted to repeatedly prolapse during the procedure and remained prolapsed during treatment of the target lesion. The distal tip of the guidewire was not advanced into the distal vasculature, become jailed behind a stent, or become fixed/caught prior to the reported event. The guidewire did become caught in the lesion and was torqued against resistance. Films or the physician¿s dictated summary were not available. No additional information is available. Lr packaging l/n # 10077145, 71211404. Per lake region report c 13,289: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10077145. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.